Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech hip replacement study, approximately twenty-three days post ltha, the 83 y/o female patient was hospitalized due to detection of a collection of fluid compatible with an abscess in MRI two weeks after surgery. Resolved with antibiotic treatment. Patient discharged after 2 weeks. The clinical study reported the event is not related to the device but possibly related to the procedure. Devices remain implanted. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent antibiotic treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: femoral head (cat# 142-28-93). Femoral head (cat# 150-042). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) study, approximately twenty-three days post ltha, the (B)(6) y/o female patient was hospitalized due to detection of a collection of fluid compatible with an abscess in MRI two weeks after surgery. Resolved with antibiotic treatment. Patient discharged after 2 weeks. The clinical study reported the event is not related to the device but possibly related to the procedure. Devices remain implanted.